Manufacturer narrative:
Continuation of d10: product ID b35200 serial# (B)(6) implanted: (B)(6) 2023 product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's house was violated while the patient was in the hospital and the equipment was gone. Caller stated that two days ago the patient started behaving as though the implant is low or not producing. Agent transferred the caller to sunmed to further assist with getting the handset/communicator replaced.